Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One (1) 8 french angio-seal vip device was returned for product evaluation. The returned sample includes the guidewire, polyfoil pouch, arteriotomy locator, hemostasis sheath, carrier tube, and header bag. The device was subjected to visual analysis. The device appears to be in used condition with the carrier tube removed from the polyfoil pouch. The header bag as the temperature dot activated. The carrier tube is in forward lock position. The bypass tube is dislodged from the carrier tube distal tip. The anchor is not present in the carrier tube, and the collagen is visible. The returned sample has the bypass tube dislodged from the carrier tube distal tip. Therefore, the complaint can be confirmed for bypass tube dislodgement. The exact root cause cannot be determined. The likely cause is the bypass tube was dislodged during unpackaging or handling of the device. A corrective action has been implemented for this issue. The device history record review determined the device was in a conforming state when released from terumo control. Therefore, this event is currently deemed a non-reportable event.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: address: vile parle west. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the angio-seal anchor and collagen plug came out during the deployment. The procedure being performed was a percutaneous coronary intervention (pci). The estimated blood loss was less than 250cc. Additional information was received on 09oct2025: the procedure sheath size used was an 8fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. During deployment the entire assemble came out with collagen plug and seal. Hemostasis was achieved by manual compression. The patient was stable. The procedure was completed successfully.